Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken and it was sticking out at the wrist. No other cable damage found. Additional observation not reported by the site was distal pulley damage. The idler pulley exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.